Manufacturer narrative:
A replacement transformer was sent to the customer. Attempts to contact the customer for follow up and for product return were unsuccessful. The rev and lot for this transformer were unk as of the date of this report. As of the date of this report, the product has not been received. Should the original product or additional info be received, resulting in new, changed, or corrected info, a follow up report will be filed at the time.

Event description:
The customer reported that the power cord for their pump in style device sparked and had a funny smell.